Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01962. It was reported that the patient was experiencing ineffective therapy. X-rays revealed that the leads had migrated. As a result, the physician re-positioned the leads on (B)(6) 2021. Therapy was restored following the procedure.